Manufacturer narrative:
Attempts to retrieve additional information have been unsuccessful. A supplemental MDR will be submitted at conclusion of the investigation. The cause of the event remains indeterminable.

Event description:
It was reported that a 2625 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 15 years due to unknown reasons. A 9750tfx 23mm transcatheter valve was implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated d4, h4, h6.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model aortic valve was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 23mm transcatheter valve was implanted.